Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter - telephone number: (B)(6). The device history record (DHR) was reviewed and noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On 19-dec-2019, it was reported that the mesher does not turn when a carrier is between the roller and the cutter. The customer returned a zimmer skin graft mesher device, serial number (B)(4), for evaluation. Product review of the zimmer skin grafter mesher by flextronics on 7-jan-2020 revealed that the comb was defective. The unit was out of calibration. 2 ratchets arrived with the unit. One was disassembled and the other would not rotate and was tight. The test mesh was performed and passed. Repair of the zimmer skin graft mesher was performed by flextronics on 14-jan-20, which included replacement of the comb (item number 06001810444, lot number 6434926), re-calibration of the unit, and reassembly of the ratchets. It was repaired, inspected, and tested. While the product had a damaged comb and a ratchet that would not rotate, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that during technical preparation, the mill would not turn when the plate was in between. No adverse events were reported as a result of this malfunction.